Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. While the fse was inspecting iabp, discovered a dent in the back of cardiosave and a leak in the pressure hose behind the pressure reservoir caused by the dent. The fse replaced the pressure hose and repaired the dent in the cover so it no longer pushed against the hose. The fse then completed the repair with full calibration functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) received a low helium red symbol warning on the screen when the helium tank was full, and/or had a leak. The user checked the helium tank and it was full. Therapy continued without interruption. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Corrected fields: d1, g4 (aware date should have been 03/11/2020).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) received a low helium red symbol warning on the screen when the helium tank was full, and/or had a leak. The user checked the helium tank and it was full. Therapy continued without interruption. There was no harm or injury to the patient and no adverse event was reported.